Event description:
During troubleshooting for a check lines and bags alarm the home patient (hp) stated that she changed out the cassette but not the bags. The tsr explained that she has compromised the setup and that when she needed to change out one item, she should change out the entire setup. Tsr advised hp to start over with new supplies. A follow up was done via phone. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette; however, reused the solution bags. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.